Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh implantation due to stress urinary incontinence. Following the procedure on (B)(6) 2010: da vinci- assisted total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy, valvular biopsy, lysis of adhesions, bilat pelvic lymph node dissection done with urethropexy (monarc sling). The patient experienced pain, extrusion, infection, urinary and bowel problems, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent extraction of eroded polypropylene tension-free tape on (B)(6) 2010 by dr. (B)(6) md.